Manufacturer narrative:
The hvad pump ((B)(4)) was returned to manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported drop in flow was confirmed via log file analysis which revealed one low flow alarm logged on (B)(6) 2016 at 09:13:48 am. Beginning at approximately 09:13:48 am on (B)(6) 2016 there was a drop in power and estimated flow to below normal levels. Analysis of the device revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Independent pathology report revealed evidence of thrombus within the pump and at the inflow conduit. There is no evidence to suggest that a device malfunction caused or contributed to the related event. The most likely root cause of the inadequate flow rate event can be attributed to occlusion event that might have occurred due to the ingestion/formation of thrombus at the inflow cannula. Based on the available information there is no evidence to suggest that the device caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event include the patient's recent presentation with sepsis, the progressive nature of his underlying disease and his past medical history of an oversewn aortic valve. There are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information provided states that prior to the patient's deteriorating status, the patient was being supported with inotropes. The medical team does not believe the death was related to the device but they do suspect there was an inflow/outflow problem. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Sepsis is a known potential complication associated with all patients implanted with vad's. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was hospitalized with complaints volume overload and possible sepsis. Blood culture results were positive for staphylococcus bacteria. The patient remained stable until (B)(6) 2016 when an acute drops in pump flows from 5-6 liters to 1 liter per minute was noted by medical staff. The patient was found unresponsive in bed where resuscitative measures were performed. The patient expired on (B)(6) 2016. Of note, the patient had an oversewn aortic valve due to severe aortic insufficiency at time of lvad implant. An autopsy was performed and the pump explanted. Cause of death was determined to be cardiac arrest.